Manufacturer narrative:
The issue did not re-occur. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received questionable results for several patient samples tested with the ca2 (calcium gen.2) assay on a cobas c 503 analytical unit. Of the data provided, one patient sample received discrepant results: the sample initially resulted in a ca2 value of 1.78 mmol/l and repeated as 2.33 mmol/l on a second cobas module. No questionable result was reported outside of the laboratory. The ca2 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the sample and reagent probe and determined an overflowing tube. He cleaned a valve and adjusted the rinse water. Quality controls were performed with acceptable results. The investigation is ongoing.